Event description:
Caller reported aviva system blood glucose results of 300 mg/dl and 129 mg/dl within 10 minutes. No adverse event was reported. Customer discarded meter and no longer has strips. Sent meter, strips and controls.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.